Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, green reload 60 did not properly fire. Some pins have come out no firing is observed on the tissue.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: as per our sales representative, it was in the 1st firing when doctor tried to use the articulation with our long60a , this ecr60g got stuck on the tissue and did not fire. We were forced to turn the blade down and release the gun, found some pins of the ecr60g coming out and some bleeding was also observed. How was the bleeding controlled? The bleeding was controlled by using clips n enseal. How much blood loss? Was the patient given a transfusion? Bleeding was not as huge as it requires transfusion. Were the deployed staples formed correctly? The staple have not formed properly. The analysis results showed that one reload was received instead of the reported long60a. The reload was partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.